Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient reports sweating a lot and lifevest is making skin itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that his wife is a nurse and applied over the counter dr. Smith's diaper ointment to the rash. Follow up indicated that the rash is improving.